Event description:
A vague report was rec'd that the pump allowed air to enter a pt and air was seen in the IV line. The quantity of air seen is not known. No pt injury was reported.

Manufacturer narrative:
Eval summary: the infusion pump was evaluated at the hospital by baxter. It was found that the air sensing system was out of calibration which could have related to the reported occurrence. The cause the unit being out of calibration could not be determined.